Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump alarmed with error 1870. The patient removed the batteries in the pump and inserted new ones. The pump was started and the screen displayed "run res vol un res vol 84.8 ml. Rate is 2.2 ml/hr" and this was confirmed by the patient on the 5-fu medication label. The pump then began to alarm error 1870 again. The batteries were removed from the pump, the clamp closest to the patient's port was closed and the patient was instructed to call his doctor. There was no patient injury.